Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar power fired on its own. The technical support engineer (tse) reviewed the logs and found no errors. The customer stated that the surgeon was not controlling the monopolar instrument and then they heard the tone from the tower like it had been activated. They were not sure that energy was applied since the instrument tips were open and not touching tissue. They removed the green power cord and hooked it up again to reset it. After that they finished the case and did not have any additional monopolar tones on its own. The tse asked if the surgeon could have inadvertently pushed the monopolar pedal, but the robotics coordinator did not think so. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) contacted the robotics coordinator and confirmed that the issue had not recurred. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.